Manufacturer narrative:
The device associated with this report was not returned. Review of the provided x-rays confirmed the complaint; the anti-rotation peg was visible. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A search of the complaint database by product code found no additional reports. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the provided x-rays confirmed the complaint; the anti-rotation peg was visible. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A search of the complaint database by product code found no additional reports. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
While preparing the glenoid for a steptech implant, the anti-rotation peg was lost in the patient. It could be seen on x-ray but the surgeon could not find it and therefore it was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.